Manufacturer narrative:
One used 9fr pinnacle ik returned to for product evaluation. The returned sample included the sheath. The sheath was subjected to visual analysis. The valve was seen to be dislodged and to the side in the sheath hub. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." The complaint can be confirmed for valve dislodgement. The likely root cause of the event is the dilator was inserted off-center into the valve, dislodging the valve from its intended orientation. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implant date (2021 reports): implanted date: device was not implanted. Explant date (2021 reports): explanted date: device was not explanted. Occupation- rn materials manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2021-00188.

Event description:
The user facility reported that the radifocus introducer ii kit was used during an ep study procedure. The 9fr sheath was put in and when the dilator was pulled out it began leaking from the valve, another of the same lot was pulled and it also immediately started leaking. A third same device of a different lot was used and was fine. No devices were used in the sheaths. The patient's condition was stable. The procedure was completed. There were no other devices or equipment used with the reported product. The estimated blood loss was less than 250cc's.